Manufacturer narrative:
Initial and final (B)(4) - device 4 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four insulin flow blocked event on (B)(6) 2026.the blockage was at the site. The infusion set was used for one day. The blood glucose level was high (specific value unknown) and the patient was treated with correction injection via multiple daily injection (mdi) and bolus via pump. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.